Event description:
The clinic reported that a laser vision correction patient presented with trace diffuse lamellar keratitis (dlk) superiorly under each flap. The patient was treated with increased steroid, topical pred forte. The patient's uncorrected visual acuity was 20/20 in each eye.

Manufacturer narrative:
The clinic is reporting this adverse event only and did not request or require field support or clinical support. Placeholder.